Event description:
It was reported that patient had an episode of chest pain. Patient's daughter reports that "patient's pulse was very thready". Patient's daughter also inquired why the device did not correct this issue. Device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.